Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9334473, medical device expiration date: 2020-11-30, device manufacture date: 2019-12-18. Medical device lot #: 9273784, medical device expiration date: 2020-09-30, device manufacture date: 2019-11-13. Medical device lot #: 9276725, medical device expiration date: 2020-09-30, device manufacture date: 2019-11-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the tube sst plh 13x100 5.0 plbl gold br had poor barrier separation of sample. This event occurred 60 times. The following information was provided by the initial reporter: "the tubes with yellow caps and separating gel are showing fibrin."

Event description:
It was reported during use the tube sst plh 13x100 5.0 plbl gold br had poor barrier separation of sample. This event occurred 60 times. The following information was provided by the initial reporter: "the tubes with yellow caps and separating gel are showing fibrin."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 14 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for fibrin / red cell hangup with the incident lot was observed. A clinical investigation was conducted and all analytes demonstrated clinically acceptable performance for all visual observations evaluated. In addition, results for cell sensitive analytes demonstrated clinical equivalence and hemolysis index showed no statistically significant difference between the evaluation and control tubes. All lots are within the same manufacturing time frame. Sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The minimum clotting time for the bd sst¿ tube (recommended 30 minute) is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is dependent on centrifugation time, temperature conditions and g-force. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition. A review of specimen handling parameters should be reviewed for this tube type. Attached is out sst¿ tech talk for educational purposes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.